Event description:
Ventilator has an unspecified power issue. Investigation is ongoing.

Manufacturer narrative:
Upon a follow up the remote service engineer (rse) stated that the device ran as intended and did not have a fault. The customer only called to inquire about the function of the device. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.